Event description:
During product servicing, the baxter service technician found an f-2 alarm (downstream occlusion was detected) on a flogard infusion pump. This was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. This is an ancillary service event. A review of the alarm log identified six occurrences of the f-2 alarm. Visual inspection, functional testing, volumetric accuracy testing, verification of the software configuration, verification of the external/internal labels, and simulated use testing were performed. The testing did not identify anything that could have caused the reported condition. The cause of the f-2 alarm was not able to be determined. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A visual inspection and alarm log review identified the f-2 alarm (downstream occlusion alarm). The cause could not be determined. Accuracy testing was performed; all tests were found to be within the specified values.